Event description:
The customer reported that when he powered on the device the display was erratic. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the cpu pcb. The unit passed extended self-testing.